Event description:
As reported by the affiliate, the cypher select+ 2.50 x 23mm stent separated from the balloon during removing at after failure of stenting in the anterior interventricular artery. It was also reported that the stent was expanded in the radial artery and it is still in the radial artery. The artery was "permeable" at day eight. In addition, two unknown stents were expanded in the anterior interventricular artery and there was no functional damage reported to the patient.

Manufacturer narrative:
Complaint conclusion: no additional information could be obtained for this complaint. The complaint received states that during use the cypher stent had failure to cross, dislodged from the sds and had inaccurate placement. The cypher select+ 2.50 x 23mm stent separated from the balloon during removing of the device after failure to place stent in the anterior intraventricular artery. It was also reported that the stent was expanded in the radial artery and it is still in the radial artery. The artery was "permeable" at day eight. In addition, two unknown stents were expanded in the anterior intraventricular artery and there was no functional damage reported to the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15457659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. Inaccurate placement is a known potential adverse event associated with intra-arterial stent placement. This is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the information available and without the product available for analysis the complaint of stent dislodged could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15457659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.